Event description:
It was reported that the ventilators fio2 dial keeps spinning. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have a bent front panel, all knobs were damaged and missing small caps and the input manifold was loose. The reported issue was confirmed during functional testing when the oxygen knob spun freely. The issue was traced to damage to the knob control. The investigation attributed the condition to damage caused by user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously. The oxygen knob was replaced, the input manifold was tightened, components were refurbished and preventative maintenance was performed.